Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emt visit for hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The customer reported that her blood glucose reached low (<20mg/dl) while wearing the pod between 4 and 24 hours. She stated that the emts attempted an IV and gave blood glucose tablets; she did not go to the hospital. Her bg meter was reading incorrectly when compared to the emts meter. The patient stopped using the pdm and started using a backup meter. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).